Event description:
It was reported the subject device had a misaligned coupler axis was and the image was not centered. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is water ingress in the main unit imaging. There is water ingress in the camera cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: the scope mount is bent, causing the coupler axis to shift, resulting in a misalignment of the optical axis and the phenomenon of the center of the image not being in the center as indicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.